Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked; further reported as "the solution continued to leak out of the transfer set even when the twist lock was clamped off." The nurse specified the solution was connected properly to the transfer set. Upon closer look, the twist lock became loose and was not locking properly which resulted in the leak. This was noticed during peritoneal dialysis therapy when the patient was connected. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.